Event description:
It was reported that beeping tones were noted from the implantable device. Upon a device data review, it was determined that the right ventricular (rv) pacing impedance measurement was high and out-of-range (2769 ohms) resulting in the device beeping. Additionally, the right atrial (ra) lead pacing impedance measurement was high and out-of-range (>3000 ohms). The physician elected to continue with remote monitoring. At this time, the system remains implanted and in-service. Evidence also suggests that the ra lead is not a boston scientific product.

Event description:
It was reported that beeping tones were noted from the implantable device. Upon a device data review, it was determined that the right ventricular (rv) pacing impedance measurement was high and out-of-range (2769 ohms) resulting in the device beeping. Additionally, the right atrial (ra) lead pacing impedance measurement was high and out-of-range (>3000 ohms). Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the system remains implanted and in-service. Evidence also suggests that the ra lead is not a boston scientific product.